Event description:
A (B) (6) female patient contacted lifecor customer support to report that neither of her battery packs were charging or starting the monitor. Support sent a patient services representative (psr) to replace the battery packs and battery charger.

Manufacturer narrative:
Device manufacture dates: battery charger (B) (4). Battery pack (B) (4) - 10/2007. Battery pack (B) (4) - 12/2007. Device evaluation summary: device evaluations of battery charger (B) (4), battery pack (B) (4) and battery pack (B) (4) have been completed. The reported problem was confirmed. The cause of the fault flags was corroded battery contact terminals in the battery connector of the charger. The corrosion prevented proper contact with the battery pack connector contacts. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. The charger was repaired and restocked. Both battery packs were fully functional. They were retested and restocked. No adverse event resulted from the damaged charger. The patient received replacement battery packs and charger.